Manufacturer narrative:
Additional information was received on 01-sep-2025 stating that the device is not available for return. The investigation was completed on 03-sep-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31572867l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and observed red substance from the third electrode to the fourth electrode. When the ablation was conducted, the contact rapidly increased. A red substance was attached from the third electrode to the fourth electrode. (This substance was unable to be wiped off). Timing was thirty minutes after the qdot micro catheter was used. The issue was resolved by replacing the catheter with another new one. No patient consequence reported. Additional information was received on 21-jul-2025 with a correction to the event. It should state, ¿when the ablation was conducted, the contact force rose sharply.¿ additional information was received on 25-jul-2025. No picture available. No physical damage noted. No lifted or sharp rings. The pebax was not physically cracked/broken. No sheath was involved in the alleged event. Additional information was received on 05-aug-2025. No difficulty experienced while maneuvering the catheter nor during the withdrawal. Red substance. It covered the entire surface of the electrode #3-4 and was firmly adhered. The contact force rose sharply issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The reported issue of the ¿red substance from the third electrode to the fourth electrode¿ was assessed as MDR reportable.